Event description:
It was initially reported that the dermatome was not functioning properly. Initially, the generator box seemed to cause the dermatome to produce a sound that was not normal. The box was switched out. Initially, the skin being removed with the dermatome was even and intact. Midway through obtaining the graft, the dermatome suddenly "skipped" and shredded the graft into pieces. After the dermatome skipped, the blade was changed and the rest of the skin graft was taken. The second attempt also produced a thin and uneven graft. The dermatome was a loaner and removed from svc and given to engineering. Clinical engineering also quarantined the generator box. Per reporter, the surgeon said the unit didn't sound right, changed the power supply, shredded the graft. They tried a new blade, still shredded the graft. Both grafts were thin and wavy but were used anyway.

Manufacturer narrative:
On may 31, 2012, us and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was manufactured on 11/20/1995 and was previously repaired 05/08/2013 for a non-related issue. Investigation revealed the handpiece, serial number (B)(4), contained components with the lead solder. Prior to repair, the device operated within motor speed specifications and the master blade was flush with the control bar. The device was within calibration and side to side specifications at all tested thickness settings. Repair of the device included replacement of the components containing the lead solder, the housing shaft and the standard repair parts. The repair tech noted no issues with the power supply, serial number (B)(4). The power supply met all specifications and did not necessitate repair. The reported event was not confirmed during testing and the handpiece met calibration and motor speed specifications. There is no info regarding the technique used during the event, however, improper user technique can lead to undesirable graft results. The handpiece, serial number (B)(4), is a loaner unit and was repaired and returned to the loaner pool. The power supply, serial number (B)(4), did not necessitate repair and was returned to the customer.